Event description:
It was reported that infusion set fell off at the 1 st day of set insertion due to perspiration on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.